Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, it is possible that the connection port was not fully connected/tightened thus resulting in the reported difficulties; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.d4: lot# updated from unknown to lot # 60443086.

Manufacturer narrative:
B2: date of event estimated manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The indeflator was noted to be introducing air into the system to inflate balloons/stents. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.